Event description:
A customer reported a malfunction on their pump, identified by malfunction code malf 1 and fault ID [0x200c]. There was no adverse impact on the customer's blood glucose level reported. The customer reverted to an alternate method of insulin therapy.